Event description:
It was reported that this left ventricular (lv) lead became dislodged which was confirmed by x-ray. It was observed that there was loss of capture. This lead was explanted and replaced with a new lv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead became dislodged which was confirmed by x-ray. It was observed that there was loss of capture. This lead was explanted and replaced with a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and electrical testing of the lead were performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.